Event description:
A surgeon reported that irrigation did not come out in anterior vitrectomy mode. It was noted that there were no issues during the test run. The case was completed without harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).